Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system a false positive result was obtained. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter. The customer stated: mgit 960-false positive, repeatability test. The results were not used for patient treatment and did not cause adverse effects on patients.

Manufacturer narrative:
H6: investigation summary: this complaint alleges false positive results on a mgit 960 instrument (p/n 445870, s/n (B)(6). The customer called in to report a false positive result. The false result was not reported to the clinician and no patient treatment was affected by the false results. A field service engineer (fse) arrived onsite to investigate the instrument. The fse found the instrument to be operating normally but the temperature in the laboratory was too high. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on (B)(6) 2017. Service history review was performed for the instrument mg3987 and no additional work orders were observed for the complaint failure mode reported. Root cause cannot be determined at this time.

Event description:
It was reported that while using bd bactec¿ mgit¿ 960 system a false positive result was obtained. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter. The customer stated: mgit 960-false positive, repeatability test. The results were not used for patient treatment and did not cause adverse effects on patients.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.